Event description:
The patient contacted animas on (B)(6) 2012 stating all of the keypad buttons were intermittently unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1: 09/15/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings:during a visual inspection of the keypad, no physical damage was noted except the ok button was worn. All of the buttons on the keypad were intermittently responsive. The keypad cover was removed and contamination was found under all of the button contacts. The audio bolus button was unresponsive; however no damage was noted on the button cover. The button cover was removed and it was noted that the audio bolus button slug was not present and there was damage to the button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.